Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the patient was feeling a burning sensation where her ins battery was after she charges her ins and any time she lifted anything greater than 5 lbs. Patient stated this had been occuring since right after the ins was implanted. Patient reported she weighs (B)(6), noting that the ins would be sticking out past her clothes and she felt like it swelled up. Patient stated she notified her hcp who brought in a manufacturer's representative (rep). Patient sated an x-ray was done and everything was reported to be in place and working. Patient reported the rep programmed her ins after the ins surgery, noting stimulation settings have not been modified since. Pss reviewed the option of turning the ins off to determine if the burning sensation continues, but patient mentioned that she knows it doesn't happen when the ins is off because she doesn't feel anything when she lets it deplete. Patient reported her ins is half charged right now. Patient reported she felt a burning sensation in the ins battery area occasionally. Patient reported that ever since she got her lead implanted she has felt burning sensation on and off on right side where her lead wire was whenever she stretched. No further complications were reported/anticipated.